Event description:
The hosp reported that, at the beginning of a larynektomia, the anesthesia delivery unit (adu) was operated in pressure controlled ventilation mode. A maximum pressure of 60 cm h2o was noted, and the unit alarmed. The user switched to manual mode of ventilation and then to an ambu bag to enable normal ventilation of the pt. Ventilation of the pt via the adu was tried again, and the reported complaint recurred. The anesthesia machine was changed out. The case was completed with no further reported complaint. The hosp reported the pt suffered a barotrauma, resulting in a pneumothorax, as a result of the event. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.

Manufacturer narrative:
Under european law, pt info is considered confidential and will not be released by the site.